Event description:
Treatment of an orbital avm (arteriovenous malformation). On (B)(6) 2014, the patient underwent embolization treatment. During the procedure, it was reported the ultraflow microcatheter was advanced in the facial artery with a mirage guidewire and a super selective shot was taken with the ultraflow in order to determine correct placement. During the injection, all of the contrast was seen to be flowing into an unintended artery on fluoroscopy. The physician removed the ultraflow from the patient and flushed it with saline discovering that it had been ruptured. A new ultraflow was used to complete the procedure successfully. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The catheter was returned for evaluation and it was found ruptured at approximately 16.25 cm from the distal tip. The catheter appears to have ruptured during contrast delivery due to over-pressurization as a result of an undetermined kink or other obstruction of the catheter, resulting in pressures exceeding the limits of the catheter. The ultraflow IFU (instruction for use) includes instructions designed to prevent rupture, specifically a warning: when injecting contrast for angiography, ensure that the catheter is not kinked, prolapsed or occluded. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.